Event description:
The model 2200 apparently developed a leak which caused diffusion gas to back up into and contaminate the hospital's oxygen lines. This caused the oxygen alarms in a nearby ventilator room to sound. The ventilator room was evacuated to investigate the problem. According to the reporter, there were no injuries to anyone.